Event description:
The event is reported as: there is a hole in the sampling port causing an air leak to the pt. Tape was put over the sampling port that stopped the air leak. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.